Event description:
It was reported that the pump's usb port pins were loose, resulting in difficulties charging the pump and the pump subsequently shutting off. There was no reported impact to the customer's blood glucose level. Reportedly, the customer reverted manual injections for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.